Manufacturer narrative:
"Date" of event is estimated.

Event description:
It was reported that the pc was displaying "replace generator" message. Patient lost therapy and it is unknown if the device prematurely reached end of life. As such surgical intervention is anticipated to address the issue at a later date.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.